Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing leading to pacing inhibition. Surgical intervention was taken to explant and replace the lead, the device remains in service. No additional adverse patient effects were reported.